Event description:
During a pulmonary vein isolation procedure for atrial fibrillation, a farawave catheter was selected for use. The device flushed and deployed successfully on the back table during preparation but would not flush minutes later and would not deploy. It is unclear whether the issue occurred before or after the catheter was introduced into the patient. Additionally, it is unknown whether any error messages were displayed. The catheter was replaced, and the procedure was completed without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.